Event description:
On (B)(6) 2013 patient alleges the infusion device caused his elevated blood glucose level. Patient stated he had a reading of 358 mg/dl today, took a bolus of 10 units of insulin via the infusion device, and then 1 hour later his reading was 182 mg/dl. Patient reported that 10 minutes later his blood glucose reading was 265 mg/dl, and then 20 minutes later he took 3 readings back to back within a few minutes with results of 227 mg/dl, 258 mg/dl, and 202 mg/dl. Patient did not require outside assistance and had no symptoms of elevated blood glucose level. Patient stated that he has contacted his doctor's office regarding the elevated readings and was advised to call to have his system checked. Patient reported he was on antibiotics about 2 weeks ago. Patient stated he believes the infusion device is not delivering insulin properly. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device, insulin cartridge, adapter and infusion set for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. Cartridge: since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore the complaint cannot be verified. Infusion set: since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore the complaint cannot be verified. History list: all programmed boluses were delivered as programmed by the customer. All errors and alarms are triggered correctly by the pump and were confirmed by the customer. Adapter: the adapter passed the optical inspection. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.